Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Initial inspection of the returned faradrive sheath observed no defects on the exterior of the device. The returned native dilator observed damage at the distal tip. Media inspection of the attached photos observed the dilator tip damaged in the same area seen in analysis. To test device compatibility, device-to-device interaction was performed using the returned complaint faradrive sheath and native dilator. Interaction between the sheath and native dilator observed a successful insertion. During interaction, the protruding part of the damaged dilator came off. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the dilator od and sheath tip ID when the dilator was introduced. Additional inspection observed the dilator tip damaged.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that patient was put under general anesthetic. Faradrive was flushed and prepped properly without any issue. Dilator was inserted into the faradrive sheath by the scrub nurse. Although there were some difficulties with the needle crossing the fossa ovalis, transseptal puncture (tsp) was successfully done with a brk needle and sl-1 dilator. Faradrive sheath was exchanged after transseptal. Heparin was given as per hospital protocol. Faradrive sheath was inserted into the groin with the help of the transseptal guidewire in the left atrium. However, the physician was having a difficult time crossing the sheath and dilator across the septum. Physician gently added more push to the sheath to help cross the septum. Eventually, the physician asked for a purple stiff amplatz guidewire. Physician retracted the faradrive sheath with the dilator from the body. The physician noticed that there is a small plastic hanging from the side of the dilator close to the tip of it (which is part of the dilator). New faradrive sheath and dilator were replaced. New sheath and dilator were both flushed properly. Dilator was inserted into the sheath. Physician then used the new dilator and sheath with a stiff amplatz guidewire to go across the septum successfully. Procedure was then finished successfully and uneventfully. Patient was woken up from general anesthesia without complications. An image was provided for review. The product is expected to be returned. It was further reported that the transseptal was only done once and the physician crossed with the sheath and dilator twice. The puncture location was in the fossa ovalis. No other issue has been reported.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that patient was put under general anesthetic. Faradrive was flushed and prepped properly without any issue. Dilator was inserted into the faradrive sheath by the scrub nurse. Although there were some difficulties with the needle crossing the fossa ovalis, transseptal puncture (tsp) was successfully done with a brk needle and sl-1 dilator. Faradrive sheath was exchanged after transseptal. Heparin was given as per hospital protocol. Faradrive sheath was inserted into the groin with the help of the transseptal guidewire in the left atrium. However, the physician was having a difficult time crossing the sheath and dilator across the septum. Physician gently added more push to the sheath to help cross the septum. Eventually, the physician asked for a purple stiff amplatz guidewire. Physician retracted the faradrive sheath with the dilator from the body. The physician noticed that there is a small plastic hanging from the side of the dilator close to the tip of it (which is part of the dilator). New faradrive sheath and dilator were replaced. New sheath and dilator were both flushed properly. Dilator was inserted into the sheath. Physician then used the new dilator and sheath with a stiff amplatz guidewire to go across the septum successfully. Procedure was then finished successfully and uneventfully. Patient was woken up from general anesthesia without complications. An image was provided for review. The product is expected to be returned. It was further reported that the transseptal was only done once and the physician crossed with the sheath and dilator twice. The puncture location was in the fossa ovalis. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.